Event description:
It was reported that the patient received an inappropriate shock for a rhythm in the vt2 zone. Atp treated and slowed the arrhythmia to the vt1 zone, but the device still delivered the shock. Programming changes were made. The patient had no lasting effects and his rhythm was classified as sinus post shock.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.